Event description:
It was reported that: at the end of a case, the anesthesiologist heard a distinct pop and reportedly there was a flame around the expiratory port of the breathing system. The pt was disconnected and there was no injury reported. A biomed tech performed a preliminary inspection of the machine. When he took the breathing system cover off, he noticed evidence of charring and was that the ceramic discs in some of the valves on the valve plate were broken in pieces.

Manufacturer narrative:
We received affected parts. The investigation is ongoing. We will provide results in a separate follow-up report.